Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 210-412 mg/dl and customer was vomiting. Customer attempted to deliver a 5 unit bolus via pump to address bg. Customer did not have insulin to administer manual injections and went to the emergency room (ER). Customer was in diabetic ketoacidosis (dka). Customer was admitted and treated with intravenous insulin and saline (5 units of insulin per hour). Elevated bg/dka were resolved. After 2 days, customer was discharged with no injury. As pump supplies were discarded, cause of occlusion could not be determined. Pump system check was performed with tandem technical support and pump was found to be functioning as intended.